Manufacturer narrative:
This report is associated with argus case (B)(4), biotene moisturizing mouth spray (2013 formulation).

Event description:
Bleeding [hemorrhage]. Severe tummy ache [abdominal pain]. Diarrhea. Intolerance to product. Case description: this case was reported by a consumer via call center representative and described the occurrence of hemorrhage in a (B)(6) female patient who received glycerin (biotene moisturizing mouth spray (2013 formulation)) oromucosal spray (batch number (B)(4), expiry date 31st october 2016) for dry mouth. In 2016, the patient started biotene moisturizing mouth spray (2013 formulation) at an unknown dose and frequency. On an unknown date, an unknown time after starting biotene moisturizing mouth spray (2013 formulation), the patient experienced hemorrhage (serious criteria gsk medically significant), tummy ache, diarrhea and drug intolerance. Biotene moisturizing mouth spray (2013 formulation) was discontinued in 2016 (dechallenge was positive). On an unknown date, the outcome of the hemorrhage, tummy ache, diarrhea and drug intolerance were recovering/resolving. It was unknown if the reporter considered the hemorrhage, tummy ache and diarrhea to be related to biotene moisturizing mouth spray (2013 formulation). The reporter considered the drug intolerance to be related to biotene moisturizing mouth spray (2013 formulation). Additional information: the consumer reported that she used the product for about 2 to 3 months and she felt that she was intolerant to the product. The consumer stated that she used the product between (B)(6) 2016.